Event description:
Event description cpi received information that this patient's bipolar porous lead (4271) had dislodged. An invasive procedure was performed to reposition the lead. It remains actively implanted.